Event description:
It was reported that there was t-wave oversensing by this right ventricular (rv) lead following a shock. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.

Event description:
It was reported that there was t-wave oversensing by this right ventricular (rv) lead following a shock. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.